Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose over 500 mg/dl. She tried to deliver a bolus and received a no delivery alarm. They treated with insulin pen. The customer was able to prime after disconnecting and reconnecting the infusion set and reservoir at the tubing connector. It was advised the insulin pump is working as designed and the alarm was caused by a set or reservoir occlusion.